Event description:
Noise episodes have been recorded on atrial and ventricular channels. Reportedly, provocation of noise happens when breathing deeply. Later, physician confirmed that both leads were replaced due to subclavian crush syndrome. Preliminary analysis confirmed the reported non-physiological signals observed on both atrial and ventricular channels, with a noise pattern that is consistent with the reported subclavian crush syndrome.

Event description:
Noise episodes have been recorded on atrial and ventricular channels. Reportedly, provocation of noise happens when breathing deeply. Later, physician confirmed that both leads were replaced due to subclavian crush syndrome. Preliminary analysis confirmed the reported non-physiological signals observed on both atrial and ventricular channels, with a noise pattern that is consistent with the reported subclavian crush syndrome.